Manufacturer narrative:
Section a4: pt wt has not yet been provided.

Event description:
It was reported that during a revision procedure the lead was cut and remains in situ. Surgical intervention may be required in the future to remove.

Manufacturer narrative:
The lead was not cut and remains implanted intact; therefore, this event is no longer considered reportable.

Event description:
Additional information indicates that lead was not cut and remains implanted intact; therefore, this event is no longer considered to be reportable.